Event description:
This lead was explanted due to exit block and high thresholds. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Cuts into the insulation and a squeezed conductor coil were found between 30 and 38.5 cm distal to the is-1 connector pin. These damages most likely resulted from the extraction procedure due to surgical tools. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.